Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor was unable to power on. The cause for the damage was isolated to a shorted 12v power supply on the computer/analog pca. The root cause for the shorted power supply could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.